Event description:
Sales rep reports that in l4 - l5 lumbar surgery, the patient's bone split during insertion of an expedium 6mm x 50mm fixed bolt. The bolt was backed out and the pedicle was tapped with a 5mm bone tap and then a 6mm tap. It was determined that the crack did not travel all the way down the pedicle so a plate was implanted as well as locking nuts as planned. The patient is reported to have average quality bone. Reports the surgeon does not typically use a tap prior to bolt insertion which may have contributed to the event.

Manufacturer narrative:
The bolt is not available for evaluation. Review of the device history record cannot be performed as the lot code is unknown. Complaint trend analysis found no other complaints have been reported for this catalog number. No definitive conclusions can be made. However, the failure to tap into the patient's bone prior to insertion of the bolt may have caused or contributed to the event. The system includes bone taps to be used in preparation for screw insertion. At this time, the complaint is considered to be closed. However, complaints will be monitored for future occurrence. Not available.